Event description:
It was reported to boston scientific corporation that a capio slim device was used during a transvaginal sacrospinous colpopexy procedure performed on (B)(6) 2022, for the treatment of prolapse. During the procedure, it was noted that the capio slim device misfired. The procedure was completed with another capio slim device and there were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a050502 captures the reportable event of device misfired. Block h10: the returned capio slim device was analyzed and found that the handle, the head and cage were observed in good condition. However, the carrier was unable to load/engage properly the suture, and the carrier was opened at the distal section. Due to this condition, the reported complaint could be confirmed. With all the available information, boston scientific concludes that the event of device misfire and device failure to load/engage suture could be confirmed. The opening of the carrier at the distal section may be related to some other factors, such as excessive handling of the device, the technique used by the physician, and normal procedural difficulties encountered during the procedure that could have possibly affected the device performance and integrity. Most likely, the user manually removed the suture with an excess of force from the carrier, which caused the carrier to open on the distal section. Additionally, during the functional inspection, the carrier was noted to be unable to load/engage properly due to the condition of the open carrier, and consequently, this issue caused the misfire during the device performance. Therefore, this investigation assigned a conclusion code of "adverse event related to procedure," which indicates that the adverse event occurred during the procedure and the device had no influence on the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a transvaginal sacrospinous colpopexy procedure performed on (B)(6) 2022, for the treatment of prolapse. During the procedure, it was noted that the capio slim device misfired. The procedure was completed with another capio slim device and there were no patient complications reported as a result of this event.